Event description:
Had radiesse filler put in on (B)(6) 2013, from that point on it was a nightmare!!!!!! I am terrified! The following day I had numbness which dr said is "normal", so I believed her. Ever since then, I have numbness on the left side of face, hands are red swollen and ache, all muscles are weak and achy, headaches, sleeplessness. My whole body is weak. Since all of this I have done research on reviews and I have pages of people who have experienced the same exact thing I am going through. I am soooo scared. I don't want to be like this the rest of my life. I had to go to the ER (B)(6) 2013. Been to family dr (B)(6) several times. I am hoping I can get help and answers. This product should not be on the market!!!!!!!!! Please get back to me as soon as possible. (B)(6).